Event description:
It was reported that, the non boston scientific lead exhibited low pacing impedances out of range. Upon review, noise signals were exhibited two years ago. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.